Event description:
This lv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that the strip which is showing lead ii and the lv lead configuration lv electrode 1-to-can. In addition, lead is showing capture as evidence by the negative deflection in lead. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).